Event description:
A 42 yr old hispanic gravida 0 female status post bilateral subglandular inframammary. 310 cc memes for augmentation. 12-21-88-pt denies change in texture but does not decrease in size. No history of trauma except right probable closed capsulotomy. Some mild local discomfort. Otherwise healthy. Bilateral leaking breast implants.